Event description:
Philips received a complaint on the v60 ventilator indicating that there was a misalignment of the touch position of the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device and confirmed the reported issue of misalignment of the touch position of the touchscreen. The asp stated that a touchscreen calibration did not resolve the device issue. The asp replaced the touchscreen and the reported issue resolved. Following the repair, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech verified that the touchscreen failed the flex cable resistance verification testing and the resistance ratio testing. The high out of specification results were determined to be the reason for the alleged touchscreen misalignment, confirming the alleged device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.